Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the product did not indicate any damages or abnormalities. The device was then connected to corresponding luer connections on both ends. There was no spontaneous disconnection of the device from either side of the product. Finally, a fluid push was conducted with the sample connected to corresponding luer connections and there was no leakage observed coming from the product or from the luer connections. The customer complaint of leakage could not be verified. A root cause for the reported issue was not determined because the failure could not be replicated. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: when the rn flushed, blood spattered everywhere. These caps are very leaky all around. Despite what we do to help keep it clean with alcohol swabs and draping, blood definitely drops on pt's clothes.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.